Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).